Event description:
Resident was sitting in wheelchair with reminder belt fastened (unsure what length of device fastened). Resident leaned forward, device let loose, resident fell out of wheelchair resulting in laceration needing sutures and bruising over right eye.